Event description:
The reporter states that the lancet does not retract back into the cap of the accu-chek softclix plus lancet device after firing. The reporter also states that the something "snapped or broke" inside the lancet device. No action taken or treatment given based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.